Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-13501. It was reported that the patient experienced inappropriate shock therapy. The therapy occurred due to over-sensing noise but the source of the noise was unknown. The physician recommended a lead revision but the patient elected to have the device reprogrammed. The patient was in stable condition.

Event description:
Related manufacturing reference number: 2017865-2021-12941. New information received notes that the right atrial lead also exhibited noise. The device was explanted and replaced on (B)(6) 2021. The right ventricular and right atrial leads were capped and replaced on (B)(6) 2021. The patient was in stable condition.